Event description:
Customer alleged blood glucose results of 109 mg/dl on a professional meter and 298 mg/dl when testing was performed back-to-back on the advantage system. Customer reported no symptoms or treatment. A request was made for the return of suspected device and replacement product was sent.